Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powering down automatically. A field service engineer (fse) reviewed station logs, and found the station powered off randomly. Fse opened the electronics to inspect and found corrosion on the battery at the communication sled. Fse checked voltage while the station was running, and results were within specifications. Fse replaced the communication sled by disconnecting all components attached to the communication sled and the battery. Proactive system inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es powered down and rebooted but it kept shutting down without any notice. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.